Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed. The transfer set was leak tested using an in lab mini cap with no issues or leaks observed. Clear passage and clamp function testing were performed and no issues were observed. The reported leak was not verified; however the reported separation was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Was reported that there was a separation between the female connector and the main body of the minicap transfer set which resulted in a leak. This was observed while disconnecting from the cycler after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.